Manufacturer narrative:
(B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately lot# 9156984 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7 pcs retention samples and all no needle clog or np gap fail found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 31 g x 5 mm 5b 28 CT was clogged on 3 occasions before use. The following information was provided by the initial reporter: customer bought 28 pen needles per box in the local pharmacy in may. There were about 3 needles in a box were clog after used. It didn't exhaust before injection and have been thrown away; inject once a day without repeated use.